Event description:
Reporter alleged he attempted to test the customer with expired strips on the aviva system and got an error. Reporter stated that then the customer fainted or passed out and she came to in 3-5 minutes. Reporter stated that he gave her orange juice and toast with jam. Then the customer was given both of her oral medications as normal. No other actions were reported taken or treatment received. A request was made for the return of the suspect device.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.